Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had no delivery alarms during bolus once a week. The blood glucose value was 246 mg/dl. It was stated that the customer changed the set after 3 days. It was instructed to change the set after 1 or 2 days. The insulin pump passed the high pressure test. It was also reported that the battery icon had 2 bars, then only 1 bar and a while later a weak battery alarm occurred. The alarm was confirmed in the alarm history. The customer used the recommended battery type and handling was correct. It was advised to clean the contacts, replace the battery cap and use a battery from another package. The customer would monitor the insulin pump. The device will not be returned for analysis.